Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired on the cystic duct and on the second and third firing, the ends of clips would not close. The same device was fired on other tissue and the clips closed. No cholangiogram was done on procedure. The case was completed by using another device on the cystic duct to be sure the duct would not leak. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 6 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.